Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient charged the ins to 75% but was unable to use the device. The patient had difficulty charging. It was noted that the patient saw a 'doctor' screen on the patient programmer. It was also noted that the patient had not charged consistently and that the ins had been overdischarged twice in the past. The patient stated that they had also fallen in the past. The rep checked the ins with the clinician programmer and saw that the ins was discharged. They then used the patient programmer to start a 60 min count down, and then charged the battery. The ins charged to 75% in 20 min which was extremely quick. The ins was turned on and the patient did get good stimulation but noticed that the battery was depleting quickly. The patient spent the next 24 hrs looking at the battery charge status and noticed a pattern. They would charge but the battery would deplete unusually quick. The amplitude was very low at 1.2 and 1.6. The patient's hcp was notified and a replacement surgery was being planned. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the surgery hadn't been scheduled. No further complications were reported.